Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 1494: device used in the tricuspid valve. Device code 2017: device miskeyed (failure to follow steps).

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was implanted, but during the gripper line removal, the clip detached from the septal leaflet leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that when removing the gripper line, due to patient anatomy, there was very little distance between the tip of the delivery catheter shaft and the clip. During the gripper line removal, the tip of the delivery catheter shaft touched the already deployed clip, causing the slda. To stabilize the slda, an additional clip was implanted; however, tr was unable to be reduced and remained at a grade of 5. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. It should be noted that in the mitraclip system instruction for use (IFU) states: align the longitudinal alignment marker on the guide hemostasis valve. In addition, the IFU also states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to procedural condition. The reported improper or incorrect procedure or method was due to user deviating from IFU. The reported off label use appears to be related to the use of the mitraclip device on the tricuspid valve. It could not be determined if miss keying the device caused or contributed to the reported difficulties. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.